Event description:
Customer's wife called to reported husband's death. The blood glucose reading was 500 mg/dl. Customer had fluid outside of the liver. After a biopsy, physician stated that he had stomach cancer. The physician gave him weeks to live. Customer died from cancer. Customer was not wearing the insulin pump at the time of death. Customer was not wearing the insulin pump for 10 days. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.